Event description:
Customer reportedly received the following results on the aviva system within 10 minutes; 384 mg/dl, 294 mg/dl, 221 mg/dl, 204 mg/dl and 184 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.